Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. 510k: this report is for an unknown plate and screw construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: fragomen, a.t., mccoy jr, t.h., and fragomen, f.r. (2018), a preliminary comparison suggests poor performance of carbon fiber reinforced versus titanium plates in distal femoral osteotomy, hssj journal, vol. 14 (3), pages 258-265 (USA). The aim of this retrospective study is to assess our early outcomes with cfr polymer plates in lateral opening-wedge distal femoral osteotomy to correct valgus lower limb alignment. A total of 15 patients (16 limbs) underwent distal femoral lateral opening-wedge osteotomy stabilized with plate and screw fixation. Surgery was performed using a titanium locking plate with 4 proximal and 5 distal locking screws (tomofix®, synthes, west chester, pa, USA) in 10 limbs or a competitor in 6 limbs. Patients were followed at regular intervals: 2 weeks, 6 weeks, 10 to 12 weeks, 14 to 16 weeks post-discharge, and monthly thereafter until full healing was noted on radiographs. The mean follow-up period was unknown. The following complications were reported: 2 patients (3 plates) had intraoperative fracture of the medial cortex at the osteotomy site, where 1/10 limbs had an incidence of fracture displacement. In a follow-up analysis, fracture displacement (regardless of plate material) was associated with longer times to union (median, 121 vs 81.5 days (fig. 7); km log-rank). This report is for an unknown synthes plate/screws constructs. This is report 1 of 1 for (B)(4).